Event description:
The enclosed letter to "coverlet" dermatological product is self explanatory. However, if the products were confine to just them, that would not be so bad, but apparently many companies are using the new tape (which I refer to in my letter) because I have painful, burning and itching reactions to products from a number of companies, including from one box that had "sponge-bob" on the front. If a child with my genome used that product he/she would be in the hospital immediately. I am purchasing a medical alert bracelet, but I trust that you will do a thorough investigation of whatever new adhesive someone came up with recently, to which I am highly allergic. Please check this out carefully. If you had the burning (still red after three months) reaction that I did, you too would consider it a major issue. I am writing to call your hazard attention to the highly dangerous bandages you produce for dermatological use. They are especially dangerous because your packaging never lists this hazard on the boxes at all. I refer to the adhesive on all of your stick-on products. Yes, I must have unusual genes, but if you were to put these products on a small child with the same genetic makeup as I have, the child would not survive. I mean that very seriously. I am quite fair (pink) and was born in (B)(6), so I have been seeing dermatologists since I was (B)(6). I am now (B)(6). In those many years I never had a major reaction (except for the "blue light" treatment) until this (B)(6) when I changed doctors. I mid month I had a spot taken off my upper left back for biopsy. Within hours, the burning began, followed by a constant itching which lasted a month. Because I could not see the spot, the scratching left me with a small hole in my back and the red rectangle remained for 3 months. I (B)(6) I bought an over the counter heat patch in (B)(6), with exactly the same results. I then went back to the new dermatologist to find out what I was allergic to. I slapped on all different size coverlet bandages and all had the same burning result. I also bought a sample of other bandage products from (B)(6). About a third of the brands gave me an equally bad reaction (including children's products) while others (curad, etc) caused no reaction at all. I took my findings back to my dermatologist and the director there made an effort to find out what the adhesive was made from. Assuming she did as she said, she could find nothing about your adhesive. I then spent more money to go to an allergist, who also could not discover just what adhesive you use. I never had this problem before, though the old doctor told me that he also uses coverlet products. If so, then you must have changed your formula this (B)(6). Which ever, this sticky stuff produces some of the worse (and long lasting) burning I have never experienced. Should I ever have an accident or end up in hospital covered with your kind of adhesive. I would rather die before suffering the pain. That is how bad it is. I still have marks all over me where I tried out different strips of tape. I am sending a copy of this letter to the "consumer product safety" office in (B)(6). They need to know. This really hurt. Do something.